Event description:
The patient said they woke up, smoked a cigarrette and checked their blood glucose on the suspect device. Patient obtained a result in the 100's mg/dl and they felt terrible. Patient went to the ER and their glucose was 410 mg/dl and then fifteen minutes later it was 32 mg/dl. Patient passed out. Patient was then treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.